Event description:
During an ablation procedure, it was reported that following the initial probe void scan, a hemorrhage was noted on the scan. A hemo sequence scan was run, confirming the bleed. The surgeon decided to abort the litt and perform an immediate open craniotomy.

Manufacturer narrative:
Bleeding is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files. No malfunction was alleged, therefore, no device evaluation was performed.